Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. No blank display noted. Pump communicated and paired properly with mobile app on ios 18.7.2 iphone 11. Pump communicated and paired properly with test guardian link transmitter 3. Additionally, pump communicated and paired with bg meter. No alerts/anomalies/alarm noted during test. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, and self-test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer call date. The baat tool recorded the following: battery cycle 3.0 received the lowbatteryalert (104) on 08/18/2025 01:14:00 after more than 7 days at 17.43 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/31/2025 05:15:00 after more than 7 days at 17.34 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations were not confirmed during testing. Unit powered up properly after battery installation, and no blank display or relevant alarms noted during download history review. Additionally, customer allegations with unexpected battery power loss were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Customer allegations with no communication from pump to transmitter, mobile app, and bg meter were not confirmed when pump successfully paired and communicated with transmitter, mobile app, and bg meter. Overall, unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display and shut down automatically without providing any alerts. The customer also reported that the insulin pump was not connecting to the transmitter, meter, or mobile device. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.